Manufacturer narrative:
During a follow-up call on 2/05/2017, the customer confirmed blood glucose (bg) level was within target range and reported no further issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 mg/dl. The customer delivered a correction bolus to address the bg level. Recommendation was made to consult with health care provider (hcp) regarding possible factors that may affect bg levels.